Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-24. H6: investigation summary: customer reported tubing fell apart and returned the affected sample. The affected sample clearly separated at the outlet of the lower pump fitment, and the complaint was verified. Dimensional analysis showed that the blue clip and tubing were within tolerance. Analysis using the microscope was done to check for traces of solvent, and insufficient traces were found. The blue clip was analyzed along the whole inner tube, and just a snapshot was shown as it takes focusing in and out to see the whole tube. The root cause is determined to be insufficient solvent. A device history review was conducted for lot number 20083395. CAPA 1432807 has been initiated.

Event description:
It was reported that 13 bd switzerland sarl nogales experienced component separation during use. The following was reported by the initial reporter: "it was reported that on 13 additional occasions, the tubing is detaching which results in leakage. Verbatim: see below, this incident has occurred 13 additional times! As per our discussion the item is detaching. Lot #(10)20083395 the department says it has happened at least 11 times, this is in the cancer center and can cause a hazardous condition. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 13 bd (B)(4) experienced component separation during use. The following was reported by the initial reporter: "it was reported that on 13 additional occasions, the tubing is detaching which results in leakage. Verbatim: see below, this incident has occurred 13 additional times! As per our discussion the item is detaching. Lot #(10)20083395 the department says it has happened at least 11 times, this is in the cancer center and can cause a hazardous condition. "